Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 25mm 6dmm s/su barrel cracked. The following information was provided by the initial reporter: spillage of contents inside the syringe and crushed near 0.5-1 cm.

Manufacturer narrative:
After a detailed analysis of the batch history (DHR), quality notifications, and maintenance records, we confirmed that no significant deviations were found for this batch. We evaluated the submitted photos and can confirm consent. By evaluating the sample, it is clear that there was a jam in the cylinder nozzle that caused the break. According to the fmea, the possible causes are misaligned discs or parts jammed in the disc. It is important to note that we perform automatic leak tests and visual inspections every two hours during the assembly process, although the defect was not identified in the sample. All of our production processes are validated against specific scope criteria. The identified incident will be monitored to assess future trends. Since the incident does not exceed the acceptable quality limit (aql) for the batch, no additional corrective or preventive actions are permitted at this time.

Event description:
No additional information provided.